Event description:
It was alleged by the pt's attorney that as a result of having the product implanted, the pt has experienced significant mental and physical pain and suffering, and have sustained permanent injury and substantial physical deformity and have undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instructions for use which accompanies each device states in the section labeled. Adverse reactions that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per a summary and chronology of care, as a result of having the product implanted, the patient has experienced urinary tract infections, dysuria, chronic drainage from buttocks incisions, and non-healing wounds, dyspareunia, depression, anxiety, vaginal bleeding, emotional and psychiatric treatments, recurrent vaginal pain, vaginal vault prolapse, and agoraphobia.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced blood tinged discharge, left buttocks blood tinged drainage, chronic drainage from buttock incisions, smoking, stress urinary incontinence, bartholin¿s gland cyst, leaking of urine, incision and drainage of large abscess (left bartholin gland), human papilloma virus and morbid obesity.